Manufacturer narrative:
The insulin pump had a high idle current due to corrosion on the electronics. The test transmitter communicated properly to the insulin pump. No unexpected lost sensor alarm or weak sensor alarms were noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was received with minor scratches on the display window and a scratched case.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a shortened battery life with the insulin pump. The blood glucose reading was 400 mg/dl. Customer treated with a bolus. She stated that the blood glucose had been running high for about a month but that the basal rates had been adjusted. She also reported that she had been under stress. She had received a lost sensor alert as well. She stated that the sensor had given inaccurate readings. She was advised to clean the battery cap contacts and check the battery compartment for corrosion or damage. Nothing further was reported.